Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00289: driver, 3025141-2020-00290: plate 1, 3025141-2020-00291: plate 2, 3025141-2020-00292: screw 1, 3025141-2020-00294: screw 3, 3025141-2020-00295: screw 4, and 3025141-2020-00296: screw 5.

Event description:
While implanting a screw into an aculoc plate in the patient, the driver tip broke off in the screw head and was left implanted.